Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 40 mg/dl, 30 mg/dl, and 70 mg/dl. Customer displayed no symptoms of hypoglycemia, but stated that "he felt his blood sugar was a little low." Customer was treated with oral glucose and felt better within 5 minutes. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The caller, the patient is a male, age estimated as "in his (B)(6)", weighing approximately (B)(6).